Event description:
It was reported that the system with an implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead had the tachy mode turned off and the pacing impedance was high, out of range since several months ago. Also, r wave had a low amplitude but was still sensed. There appears to be some noise on both pace/sense and shock electrogram that is not seen by the device. The ICD and this rv this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).